Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No black circle anomaly or button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. Moisture damage was found on electronic and motor assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after he fell into a swimming pool with it on. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.